Event description:
It was reported that it was discovered upon opening the package that the IV tubing separated at the connection just above the roller clamp. There was no patient harm.

Manufacturer narrative:
The customer's report that the IV tubing separated at the connection was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components, it was noted that the tubing separated from the tubing adapter. There were no other anomalies observed with the set during initial inspection. Closer inspection of the separation under a lab microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. Functional testing was not necessary as a leak would occur as a result of the separation a dimensional analysis was performed on the tubing, and the tubing adapter, and it was observed to be within specifications the root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that it was discovered upon opening the package that the IV tubing separated at the connection just above the roller clamp. There was no patient harm.